Event description:
A minimum fill notification was reported, and the customer's blood glucose level was not adversely impacted. The customer initially attempted to reload the cartridge with 80 units or more of insulin remaining, but this did not resolve the issue. Technical support instructed the caller to clean the pneumatic tap area on the pump and guided them through the process of filling and loading a new cartridge. These steps successfully resolved the issue, allowing the customer to resume insulin.